Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during patient use, a ventilator graphic user interface (gui) screen froze and the device could not be turned off. The patient was transferred to another ventilator without harm.